Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, one curved opening on the anterior side, and wear abrasion. A leak test and microscopic analysis were performed which identified one sharp opening on the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the anterior valve bond edge assessed as an unidentified tear opening.